Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon telephone interview with the customer it was determined that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.